Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-17447. It was reported that patient experienced ineffective therapy after a fall. Imaging studies show that both leads had migrated out of the foramen. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.